Event description:
An (B)(6) male patient's son called in to zoll lifecor customer support to report that the patient had passed away. The patient was wearing a lifevest at the time of death. The patient's son reported that the patient was home at the time and was sleeping at the time of the alarms.

Manufacturer narrative:
Device MFR date: monitor sn (B)(4): 09/2009. Electrode belt sn (B)(4): 09/2009. Device evaluation summary: device evaluations of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. As received, the monitor and electrode belt were fully functional and operating normally. The source of the signal artifact obscuring the patient's ECG signal cannot be positively identified. Conclusions: the device properly detected and alarmed for asystole. Excessive signal artifact on both channels prevented continuous monitoring of the patient's cardiac rhythm.